Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during reprocessing, the duodenovideoscope, the scope was found to be contaminated, it tested positive to klebsiella pneumoniae. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Received date/date of sampling/start of analysis: (B)(6) 2025. Klebsiella pneumoniae 250cfu.

Manufacturer narrative:
Correction to b5: cfu count was added and product was corrected. This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. The complaint investigation reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus/ the user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: all channels. Cfu: 3 cfu. Bacterial identification: micrococcus spp. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The gastrointestinal videoscope tested positive to more than 250 colony forming units (cfus) of klebsiella pneumoniae.